Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier and the collimator were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the images were out of focus to the point the system was taken out of service. There is no report of death or serious injury associated with the complaint.